Event description:
6f angio-seal vip vascular closure device was used to seal the femoral arteriotomy site post percutaneous electrophysiology procedure. The deployment was successful. Manual compression was applied to obtain femoral venous hemostasis near the arteriotomy site. A compression device was applied for an thirty additional minutes, over the venous site. Three hours later the pt was discharged. Thirty hours later, the pt experienced swelling at the puncture sites and was admitted to the emergency room. The physician reported a "grapefruit" size hematoma had formed. How the pt was treated in the emergency room is unk. The pt consulted a vascular surgeon. The surgeon reportedly believes that blood leaked around the angio-seal. The physician who deployed the angio-seal was in the certification process with the trainer present. The trainer reported that the deployment was performed correctly.